Event description:
It was reported that the rota burr was stuck in lesion. The target lesion was located in the left anterior descending artery. A 1.75mm rotapro was selected for use. During the procedure, when the rotapro burr was delivered to the mid-lad, the burr was stuck into the calcium. The physician tried to cut the burr sheath and core wire. The device was removed using a guidezilla guide extension catheter and the procedure continued with a new rota wire and rota burr. The patient was stable after the procedure.

Event description:
It was reported that the rota burr was stuck in lesion. The target lesion was located in the left anterior descending artery. A 1.75mm rotapro was selected for use. During the procedure, when the rotapro burr was delivered to the mid-lad, the burr was stuck into the calcium. The physician tried to cut the burr sheath and core wire. The device was removed using a guidezilla guide extension catheter and the procedure continued with a new rota wire and rota burr. The patient was stable after the procedure.

Manufacturer narrative:
Device evaluated by manufacturer. The complaint device was received for product analysis. A visual inspection of the device found that the sheath was torn and the coil was detached near the burr housing strain relief, and the coil was kinked and stretched up to approximately 4cm distal from the point of detachment. During device-to-device interaction test, burr catheter returned from the procedure was unable to be functionally tested due to the damages to the burr catheter. In order to determine the functionality of the returned advancer, a test burr catheter was used. During analysis after the burr catheter was connected to the advancer and the advancer was connected to the rotapro console, the test burr catheter was able to reach and maintain optimal rpm with no resistance or issues using the returned advancer. No other issues were identified during the product analysis. B2 outcomes attrib to adv event, h6-impact code: corrected.